Event description:
It was reported that "during the insertion of the arterial catheter, the guidewire became knotted, requiring a small incision to be made on the patient in order to remove the guidewire." There was no consequence for the patient beyond the second incision. There was no medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one sac catheter. Signs of use in the form of biological material are observed on the catheter. The guidewire was not present in the returned sample. Visual analysis did not reveal any abnormalities in the catheter. The instructions for use (IFU) provided with the kit warns the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." The report of a knotted guidewire was not confirmed through examination of the returned sample. Without the guidewire being returned, the guidewire damage could not be determined. Based on these circumstances, the probable cause of a damaged guidewire could not be determined based upon the information provided and without the guidewire being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the insertion of the arterial catheter, the guidewire became knotted, requiring a small incision to be made on the patient in order to remove the guidewire." There was no consequence for the patient beyond the second incision. There was no medical intervention required. The patient's current condition is unknown at this time.